Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic) / tubal pregnancy"), genital haemorrhage ("heavy abnormal bleeding"), appendix disorder ("appendix") and gallbladder disorder ("gastrointestinal or digestive system condition type: gallbladder") in an adult female patient (gravida 4, para 3) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's past medical history included multigravida and parity 3. Concurrent conditions included bipolar disorder since 2008, depression and medullary sponge kidney. Concomitant products included amitriptyline, aripiprazole (abilify), bupropion, clonazepam (klonopin), fentanyl, hydrocodone, lithium, oxycodone and quetiapine (seroquel). On (B)(6) 2010, the patient had essure inserted. In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel") with rash, urinary tract infection ("uti"), appendix disorder (seriousness criterion medically significant), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches"), cervical dysplasia ("removal of precancerous cells/ precancerous cells on cervix"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In 2012, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pain"), cystitis ("cystitis"), gallbladder disorder (seriousness criterion medically significant) and liver disorder ("gastrointestinal or digestive system condition type: liver"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy, surgical removal of coil(s)), surgery (appendectomy on (B)(6) 2011) and surgery (gallbladder removal in 2014). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, cystitis, appendix disorder, bladder disorder, urinary tract disorder, migraine, cervical dysplasia, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, gallbladder disorder and liver disorder had not resolved and the ectopic pregnancy with contraceptive device, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, appendix disorder, bladder disorder, cervical dysplasia, cystitis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, gallbladder disorder, genital haemorrhage, liver disorder, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: this pregnancy case is linked to two additional pregnancy under essure cases (B)(4) and (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - in 2013: unilateral occlusion (right tube occluded), quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic) / tubal pregnancy'), genital haemorrhage ('heavy abnormal bleeding'), appendix disorder ('appendix') and gallbladder disorder ('gastrointestinal or digestive system condition type: gallbladder') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida, parity 3 and urinary tract infection. Concurrent conditions included bipolar disorder since 2008, depression and medullary sponge kidney. Concomitant products included amitriptyline, aripiprazole (abilify), bupropion, clonazepam (klonopin), fentanyl, hydrocodone, lithium, oxycodone and quetiapine fumarate (seroquel). In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel") with rash, urinary tract infection ("uti"), appendix disorder (seriousness criterion medically significant), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches"), cervical dysplasia ("removal of precancerous cells/ precancerous cells on cervix"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pain"), cystitis ("cystitis"), gallbladder disorder (seriousness criterion medically significant) and liver disorder ("gastrointestinal or digestive system condition type: liver"). The patient was treated with surgery (bilateral salpingectomy, surgical removal of coil(s), appendectomy on 22sep2011 and gallbladder removal in 2014). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, cystitis, appendix disorder, bladder disorder, urinary tract disorder, migraine, cervical dysplasia, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, gallbladder disorder and liver disorder had not resolved and the ectopic pregnancy with contraceptive device, genital haemorrhage and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, alopecia, appendix disorder, bladder disorder, cervical dysplasia, cystitis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, gallbladder disorder, genital haemorrhage, liver disorder, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: this pregnancy case is linked to two additional pregnancy under essure cases (2018-165432 and 2018-165438). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on 01-may-2012: total bilateral occlusion.that my uterus was tilted and that one of the tubes was not closed.; in 2013: results: unilateral occlusion (right tube occluded),. Pregnancy test - on an unknown date: results: positive; on 19-apr-2012: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-jun-2019: quality safety evaluation of ptc (product technical complaint) incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic) / tubal pregnancy"), genital haemorrhage ("heavy abnormal bleeding"), appendix disorder ("appendix") and gallbladder disorder ("gastrointestinal or digestive system condition type: gallbladder") in an adult female patient (gravida 4, para 3) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's past medical history included multigravida and parity 3. Concurrent conditions included bipolar disorder since 2008, depression and medullary sponge kidney. Concomitant products included amitriptyline, aripiprazole (abilify), bupropion, clonazepam (klonopin), fentanyl, hydrocodone, lithium, oxycodone and quetiapine (seroquel). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel") with rash, urinary tract infection ("uti"), appendix disorder (seriousness criterion medically significant), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches"), cervical dysplasia ("removal of precancerous cells/ precancerous cells on cervix"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In 2012, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / severe cramping"), vulvovaginal pain ("vaginal pain"), cystitis ("cystitis"), gallbladder disorder (seriousness criterion medically significant) and liver disorder ("gastrointestinal or digestive system condition type: liver"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy, surgical removal of coil(s), appendectomy on (B)(6) 2011 and gallbladder removal in 2014). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, cystitis, appendix disorder, bladder disorder, urinary tract disorder, migraine, cervical dysplasia, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, gallbladder disorder and liver disorder had not resolved and the ectopic pregnancy with contraceptive device, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, appendix disorder, bladder disorder, cervical dysplasia, cystitis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, gallbladder disorder, genital haemorrhage, liver disorder, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: this pregnancy case is linked to two additional pregnancy under essure cases (2018-165432 and 2018-165438). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - in 2013: unilateral occlusion (right tube occluded), most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs. New reporters added. Patient¿s demographics added. Concomitant conditions and drugs added. New events added: abnormal bleeding (vaginal, menorrhagia), pregnancy (ectopic), failure to occlude (close) fallopian tube(s), allergic or hypersensitivity reaction type: nickel, uti, cystitis, appendix, rashes, bladder or urinary problems or changes, migraines / headaches, removal of precancerous cells, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, gastrointestinal or digestive system condition type: gallbladder; liver, hair loss. Essure was removed (bilateral salpingectomy). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.